Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise resulting in the minute ventilation (mv) feature being disabled. The patient was noted to be fairly pacemaker dependent. Technical services (ts) reviewed the stored episode and noted some of the noise was consistent with oversensing related to the mv feature. The oversensing did not result in pacing inhibition with greater than 2 seconds of asystole. The health care professional (hcp) noted the rv pacing impedance measurements were within normal limits and evaluation of the lead noted no anomalies. The hcp planned to make programming changes and no longer use mv. No adverse patient effects were reported. This device remains in service.